Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation, it was determined that the foreign material was silicon rubber. The origin of the foreign material included the packing rubber of the air/water supply valve and the rubber parts of the water supply tube. It was concluded that the cause was likely that some of the rubber parts of the accessories mentioned above peeled off due to age-related deterioration, etc., and entered the air and water supply channels. A definitive root cause could not be determined. The event can be detected or prevented by following the instructions for use, which state: 1. Operation manual gif-xz1200 chapter 3: preparation and inspection 2. Reprocessing manual gif-xz1200 chapter 5: reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor the field performance of this device.